Manufacturer narrative:
Event year reported as 2019; exact date of postoperative screw migration is unknown. Additional device product codes: kwp, mnh, mni. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during postoperative examination of the patient's fixation, right before the patients discharge from the hospital, the surgeon noticed via an x-ray that one of the locking synapse screws has came off. Initially, the patient underwent a posterior spine fusion to fix o-c3 due to an unknown reason on (B)(6) 2019. During initial procedure and right after that surgery, the surgeon had confirmed that the set screw was tightened properly. There was no revision surgery scheduled to revise the setscrew because the surgeon decided to keep it as it is and will be monitoring it since the patient¿s condition was stable. There was no adverse consequence to the patient. Concomitant device reported: occipital-pl 4.5/5 med w/50 f/r ø4 ti (part # 04.615.601s, lot # 1l31217, quantity 1). This report is for one (1) ti locking screw. This report is for 1 of 1 for complaint (B)(4).